Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional PMA/510(k) number: k013227.

Event description:
It was reported that the implant was removed due to a fracture of the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture at collar area and damage to body of implant likely sustained during removal process. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #19 for approximately 15 years. Complainant reported that the implant was removed due to a fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.